Event description:
It was reported that a patient presented with high capture thresholds on their right ventricular (rv) lead. Programming changes were made. There were no patient consequences and patient was asymptomatic.